Event description:
During the atrial fibrillation procedure, the ice catheter bucked on itself in the ivc and was wrapped in a knot. A snare was used to help pull it apart as it was pulled back in the sheath. It was removed with no complications and a new catheter was put through the existing sheath from the first one. The physician alleges that there was no device performance issue, rather, patient's tortuous vasculature system required aggressive manipulation during the procedure. The procedure was successfully completed.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter shaft was found to be bent and twisted throughout the length of the shaft. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the bends and twists is consistent with damage during use.